Event description:
It was reported that following an electrical injury (possibly from a vacuum) the pt experienced heart and chest stimulation. The pt was seen in the ER following the electrical injury. The ER did not do anything to the stimulator. The pt was seen in the clinic. The pt did not report anything about chest or heart stimulation. The pt was reprogrammed 2009. The impedances were fine and the settings were lowered. The pt was receiving stimulation in the appropriate areas and doing well following programming.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.